Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical services requesting guidance through the fill tubing step. The customer attempted to fill tubing but inadvertently tapped on change cartridge multiple times. The customer reported was not connected to the site at the time. The customer's blood glucose level (bg) was 247 mg/dl at the time of the reported event which was addressed with a correction bolus. During troubleshooting with cts, the customer was able to complete the load sequence and resume insulin delivery.